Event description:
It was reported that the patient had cannula issue in which the frequency of infusion sets changed was three to four days and experienced high blood glucose event of 535 mg/dl which was treated by correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.